Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. No low reservoir alarm, buttons or keypad anomaly during testing noted. The connector on lcd board was inspected and no anomaly was noted. The motor was tested outside the device and passed motor test. Unable to perform occlusion, excessive no delivery and unexpected restart test due to motor error alarm during bolus delivery. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm and a low reservoir alarm. Customer's blood glucose was 167 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.